Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause for the reported issue was due to an electrically shorted capacitor, designator c71, on the digital pcb assembly. The shorted c71 caused filter, designator f1, on the analog pcb assembly to open and the hybrid layer capacitor (hlc) voltage could not reach the circuitry. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer's device was showing all three icons (attention, service wrench and charge-pak), which is an indication that the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported event.